Event description:
Information was received indicating that a pump with a smiths medical, cadd administration set, was having an issue. It was reported the end user went to the emergency room for assistance with a line malfunction. Per health professional the patient dosing information, dose 36 nkm, concentration: 60,000 ng/ml, pump rate 69 ml/24 hr. No additional information is available at this time.